Manufacturer narrative:
The product was not returned for evaluation. Product manufacturing documentation was reviewed and no quality issues were identified.

Event description:
Doctor could not advance an 035" guidewire through base camp select catheter. Procedure was successfully completed without harm to patient.